Manufacturer narrative:
The device was not inspected or evaluated by beckman-coulter. The customer reports independently replacing a recently installed glucose electrode with one that was previously removed from service. The specific electrode details were not provided. No definitive root cause can be determined. This is one of eight individual medwatch reports as eight separate pt samples are involved for this single day malfunction. See MDR numbers below for associated pt events: 2050012-2011-02026, 2050012-2011-02027, 2050012-2011-02028, 2050012-2011-02029, 2050012-2011-02030, 2050012-2011-02032, 2050012-2011-02033. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
Customer reported to beckman-coulter, inc (bci) that the system generated eight (8) incorrect glucose (glum) results out of a total of 25 samples on an unspecified date. The initial 8 incorrect results were reported out of the laboratory. The samples were retested and the corrected results were sent. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.